Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue, stent: 3.5x24 mm synergy. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a left main trunk coronary artery that was 75% stenosed. After a 3.5 x 24mm non-abbott stent was implanted, a 4.5 x 8mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion. It ruptured at 6 atmospheres during the first inflation for post-dilatation. Resistance was met with the anatomy during the removal of the bdc. A 5.0 x 8mm nc traveler bdc was used successfully to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.